Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated generator change-out, the lead failed to convert the patients ventricular fibrillation at 15j and 30j during defibrillation testing. External defibrillation was used. The lead was capped and replaced. The patient was in good condition afterwards.